Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were not reported to the physician(s). The samples were retested on another system and the corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant troponin ultra results was due to a cracked acid line straw. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.